Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Additional information: rep advised: I spoke recently to the surgeon and he mentioned that he has sent the patient home already. What other instruments were used during the surgery? Diathermy, sutures and staplers. Was the surgical field inspected and found to be dry (no bleeding) when the patient was closed? Unknown. Did the gen04 display any error messages during the procedure? No. If yes, which error code? No. Was troubleshooting performed? No. How long after the original procedure did the bleeding occur (provided number of hours, days, etc.) Unknown. Where was the bleeding from? (State where) unknown. How much blood was lost? (Cc's) unknown. How was the bleeding controlled in the 2nd procedure? Unknown. Was a transfusion required? Unknown. What was the size of the vessel or artery? Unknown. Was the patient taking any anticoagulants? If yes, specify prescribed medication. Unknown. Has the patient undergone any radiation/chemotherapy therapy? If yes, please specify radiation, chemo, or both. Unknown. Does the patient has a known coagulation disorder? Unknown. Has the patient taken any steroids? Unknown. What was the total blood loss? Unknown. What was the patient's pre-op hemoglobin and hematocrit? Unknown. What was the patient's post operative hemoglobin and hematocrit? Unknown. What is the current patient condition? Doctor mentioned that patient has recovered and gone home with no further complications.

Event description:
It was reported that after an open gastric resection procedure, the patient bled post-operatively and a reoperation had to be done to rectify the problem. The patient consequences were bleeding and an additional surgery. No devices will be returning.